Manufacturer narrative:
Heatsine evaluated the device and was unable to verify and duplicate the reported issue. The customer was contacted in regards to returning the pad-pak used with this device for further investigation, but no answer was received. The electronic records were downloaded and reviewed and no issue was found. A cause of the reported issue could not be determined. The customer's device was archived by heartsine.

Event description:
The customer contacted heartsine to report that their device failed to analyze a patient's heart rhythm during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported as a second device was successfully used on the patient.

Event description:
The customer contacted heartsine to report that their device failed to analyze a patient's heart rhythm during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported as a second device was successfully used on the patient.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.